Manufacturer narrative:
Complete event site name - (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Intra-aortic balloon (iab) therapy started in a patient with poor hemodynamics in pci (percutaneouscoronary intervention) for ami (acute myocardial infarction). The console generated a iab circuit leak alarm frequently. Although the presence of abnormalities was not found even though the presence of blood draw. Internal and external kink locations were confirmed. It was determined that the balloon was abnormal. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. Two catheter tubing kinks were observed near the y-fitting at approximately 75.2cm & 76.2cm from the iab tip. Additionally, a deformed/flattened section was also observed on the catheter tubing at approximately 43.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation confirmed the reported kink in the catheter tubing. We are unable to determine when this may have occurred. The reported alarm cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
Intra-aortic balloon (iab) therapy started in a patient with poor hemodynamics in pci (percutaneous coronary intervention) for ami (acute myocardial infarction). The console generated a iab circuit leak alarm frequently. Although the presence of abnormalities was not found even though the presence of blood draw. Internal and external kink locations were confirmed. It was determined that the balloon was abnormal. The balloon was replaced to continue therapy. There was no reported injury to the patient.